Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint devices were received and evaluated. The dimensional inspection confirmed the drill bit was out of specification and the failure was attributed to human error during manufacturing. Nc has been initiated at mitek to capture supplier CAPA for this issue. Details of the CAPA and corrective actions can be found in nc. Appropriate measures and corrective actions were implemented to mitigate this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6)-incomplete. Associated medwatches: 1221934-2018-51792, 1221934-2018-51793, 1221934-2018-51795. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
A mitek product director reported that the last mm broke off on the proximal end of two gryphon p br anchors during insertion in a shoulder procedure. The surgeon removed the two broken pieces and discarded them, while both anchors remained contained within the bone. The surgeon was able to use the two anchors to complete the procedure with no patient consequences. Two gryphon drill bits used in the procedure are being returned to mitek for evaluation as they are believed to either be dull, or did not create a bone hole large enough for insertion of the gryphon anchors. The lot number on the drill bits are reportedly worn off.